Event description:
Physician reported that the patient was experiencing chest pain due to weight loss which created a lack of cushioning around the vns generator. Patient is undergoing battery replacement due to this issue as physician believes a smaller device will be more comfortable for the patient. It was noted the intervention is for patient comfort. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient was scheduled to see their neurosurgeon due to an unspecified issue with their vns. It was noted that patient was referred for a battery replacement and that the physician felt the patient would benefit from a smaller device. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.